Event description:
Information was received via literature review that patients experienced two premature consolidations, one implant failure, and six delayed consolidations requiring unplanned additional surgery. There is no additional information available.

Manufacturer narrative:
Corrected data: b5, h6.

Manufacturer narrative:
The device has not been returned nor has additional information been made available. A root cause is unable to be determined. Journal article citation: vogt, b., rupp, c., gosheger, g., eveslage, m., laufer, a., toporowski, g., roedl, r., & frommer, a. (2023). A clinical and radiological matched-pair analysis of patients treated with the precice and stryde magnetically driven motorized intramedullary lengthening nails. The bone & joint journal, 105-b(1), 88¿96. Https://doi.org/10.1302/0301-620x.105b1.bjj-2022-0755.r1.

Event description:
Information was received via literature review that patients experienced premature consolidation, implant failure, delayed consolidation, knee subluxation, periprosthetic fracture, joint contractures and nonunion requiring unplanned additional surgery. There is no additional information available.